Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into a patient's right eye (od) on (B)(6) 2024 and was explanted and replaced with another lens on (B)(6) 2024. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.